Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient experienced shortness of breath due to the settings utilized by safety mode. It was planned to assess the patient for hospital admission and device replacement. It is unknown if replacement has occurred as of the time of this report.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The patient experienced shortness of breath due to the settings utilized by safety mode. It was planned to assess the patient for hospital admission and device replacement. It was additionally reported that the crt-p was explanted and replaced without the support of boston scientific. The device was discarded by the facility. No additional adverse patient effects were reported.